Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-732a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe adhesion on surface; the outer flow tubing open end exhibits minor scratch marks and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during bph procedure at 0 joules of use; "significantly diminished vaporization efficiency" with the fiber was observed. The procedure was completed using second fiber at 212,163 joules of use. Patient outcome: no injury to patient was reported.